Event description:
A malfunction was reported on the customer's pump, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed by technical support that a replacement pump with updated software would be sent, and training would be available through their tandem source account. The customer was instructed to use their current pump, with multiple daily injections (mdi) as a backup, and to return the faulty pump using a provided return box and pre-paid label. The customer understood and acknowledged all instructions.